Event description:
It was reported that an unknown medication was observed leaking from somewhere in the middle of the tube in a japanese basal/bolus infusor during filling. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 12f086 was manufactured between june 27, 2012 - june 28, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled unit was received with fluid inside the bag that contains the unit which suggested leakage had occurred. Visual inspection and functional leak test were subsequently performed on the unit. As a result, a leak was confirmed on the tubing of the infusor unit. If additional relevant information is obtained, then a follow-up MDR will be submitted.